Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device functioned properly and passed pre-test. Therefore, the reported condition was not confirmed. An assignable root cause was not determined. However, during evaluation, it was observed that corrosion was found on the electronic control unit (ecu) and inside the housing. It was determined that this was due to repeated sterilization and use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery testing, it was observed that the electric pen drive device would tick a few times but would not run. It was also noted that the device was overheating. It was reported that there was no patient involvement. It was reported that there was no delay due to the event as an identical spare device was available for use. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.